Event description:
It was reported that stable angina and restenosis occurred, requiring treatment. In (B)(6) 2020, the patient was referred for cardiac catheterization. The target lesion was located in the middle left anterior descending (lad) artery with 95% stenosis and was 28 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of 3.00 mm x 32 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. In (B)(6) 2025, the patient presented with angina and was hospitalized for further treatment. At the time of the event the patient was on aspirin and clopidogrel. Coronary angiography revealed 80% stenosis noted in proximal lad extending up to middle lad. The target was treated with percutaneous coronary intervention. Post intervention, the residual stenosis was 0%. Medication was also given to treat the event. The patient was discharged from hospital, and the event was considered to be recovered/resolved.